Manufacturer narrative:
Discarded.

Event description:
It was reported by the sales rep that the implant expander tube had to be rotated 12-15 times to be disengaged from the implant after cement injection. There were no adverse consequences reported and the procedure was successfully completed.